Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that several physicians have stated when they are infusing through multiple ports the 3-way stopcock is leaking every time they use this kit. They are having to switch out for the hosp disposable version. There have been delays in treatment with no harm to the pt. There were no pt deaths and no complications reported.